Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's caregiver reported via phone call that they were hospitalized on due to a high blood glucose level of 600 mg/dl. Customer's caregiver was not able to provide the date and other details of hospitalization. Customer's blood glucose at the time of the call was 600 mg/dl which was treated by bolusing through the insulin pump. It was unknown if customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.